Event description:
Initial information was received by a sales representative from office staff on behalf of a physician on (B)(6) 2011: a female patient received poly-l-lactic acid (sculptra aesthetic) [lot # and expiration date unknown] on an unspecified date. She experienced a 1 and 1/2 by 1 and 1/2 cm lump (nodule) on her forehead. It is located on the right side of her face just above her brow. It appeared after a poly-l-lactic acid "training." The doctor has tried to break up the area with a needle and some saline. It did not have any effect. The physician wants to excise. The patient is not sure what she wants to do. The physician did not think that this was related to poly-l-lactic acid. No further relevant information reported.